Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an echelon microcatheter tip marker that was not visible during the procedure. The patient was undergoing an intracranial aneurysm embolization procedure in the posterior communicating artery. Vessel tortuosity was moderate. It was reported that the echelon catheter was prepared and flushed according to the instructions for use (IFU). When the echelon catheter was delivered, the developing point at the tip end was not obvious. When entering the aneurysm, the tip position could not be determined. Therefore, the catheter was removed and replaced to continue the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
H3: the echelon-10 micro catheter was returned for analysis inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the usable length of the echelon-10 micro catheter was measured to be within specifications. Upon visual inspection, no issues or irregularities were found with the echelon-10 micro catheter hub. The echelon-10 micro catheter distal tip appeared to be pre-shaped. The echelon-10 micro catheter distal tip and marker band were found to be separated and missing. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the distal broken end was found to be exposed. No other anomalies were observed. Testing/analysis: the catheter was flushed with water and found to be patent. Conclusion: based on the device analysis and reported information, the customer¿s complaint was confirmed as the distal tip and marker band were separated and missing. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the distal broken end was found to be exposed. However, the root cause and damages could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the marker was not dislodged, but rather was difficult to see. There was no obvious damage to the catheter/marker band.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.